Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available. PMA/510(k) number k072642.

Event description:
Doctor reported screw fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two (2) certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified the screws fractured across the threads region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event using keyword fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.